Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure there was a steady trickle of blood while silverhawk ms-m device .014 spyder wire were in the 7fr sheath. Blood loss was minimal <250 cc. Valve did not leak when device was removed nor when other products like balloons and glide catheters were in. Patient condition is stable. The procedure outcome was normal and had a positive end result. Additional information was received on 2/13/2018: the procedure performed was a pta/ atherectomy of the left sfa.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. On 7fr peripheral destination device was received for evaluation. The sheath was returned with the dilator. Both returned components were decontaminated. After decontamination, the sheath and dilator were subjected to visual analysis. Both components were returned with bends due to the return shipping of the components. No other gross visual anomalies were noted with the returned devices. Functional testing was then performed to identify if a leak would occur on this device. The distal end of the sheath was inserted into a 16 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock was then closed and the air pressure was increased to 4.3 psi. The sheath with the hub, side tubing, and 3-way stopcock were all submerged under water for approximately 30 seconds and observed for air bubbles, which would indicate a leak. No air bubbles were observed forming around the hub, sheath, valve or 3-way stopcock. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed and the assembly was submerged for a third and final time. No bubbles were observed. The crosscut valve was then dissected from the hub of the sheath to see if any damage had been sustained to the valve. No damage was observed on either the topside of the valve or the bottom side of the valve. The slits on both sides of the valve opened appropriately. The complaint was unable to be confirmed since no bubble formation was detected around any portion of the assembly. The received device was able to perform to functional specifications. At this time, it is unclear what caused the user to experience a leak at the valve. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.